Manufacturer narrative:
The device was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic was torn during implantation. The incision was enlarged to remove the lens and the same model lens was implanted as a back-up. The patient's current prognosis is fully recovered.